Event description:
After the blood is spun down, if someone inadvertently clamps off the collection bag, there is nowhere for the blood to go, pressure builds up in the system and the connections, the tubing comes apart and blood spurts all over. This occurred on two occasions, one in the fall on 1994, and the other in 1/95 or 2/95.